Event description:
The customer reported that the speaker was malfunctioning. It will be considered that the issue was found in use during patient monitoring. There was no report of patient injury or harm.